Event description:
It was reported that 3 bd¿ needle 1/2 in. Single use, had no hole pin. The following information was provided by the initial reporter, translated from thai to english: 3 pcs no holepin in box.

Manufacturer narrative:
Investigation summary: it was reported needles in the box of product received did not have holes. To aid in the investigation, three photos were provided for evaluation by our quality team. One photo shows a shelf box next to a syringe connected to a needle assembly with the plastic shield. The second photo shows a shelf box label. The third photo shows a document in a foreign language. No other information can be obtained from the photos. A device history record review was completed for provided material number 305107, lot number 1300860. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed, and without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.